Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to the first inflation, during placement of the pta balloon catheter, the proximal marker band was allegedly identified as missing by the health care provider. There was no reported retraction difficulty through the sheath. The balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned. The balloon was examined under x-ray imaging, and the proximal marker band was not found to be missing. The proximal marker band had dislodged distally next to the distal marker band. Therefore, the investigation is confirmed for a dislodged marker band. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the dislodgement of the distal marker band. The event is likely not manufacturing related as a 100% verification for the marker band placement is performed and catheters are subjected to a sample inspection. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure.

Event description:
It was reported that prior to the first inflation, during placement of the pta balloon catheter, the proximal marker band was allegedly identified as missing by the health care provider. There was no reported retraction difficulty through the sheath. The balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury.